Manufacturer narrative:
Occupation: reporter is a synthes employee. The DHR of product code: 283913000. Lot : 294145. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 30.11.2020. Qty: (B)(4). Visual inspection: the confidence kit, no needles (p/n: 283913000, lot #: 294145) was returned and received at us customer quality (cq). Upon visual inspection, only confidence mixing well and confidence assembly mixer handle were returned. The cement was solidified inside the mixing well and was not accessible as the well was not able to be opened. Other components of the system were not returned. Functional test: a functional assessment could not be performed as mating components were not returned. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: a dimensional inspection was not performed as the internal components of the mixing well and handle were not accessible without destruction of the device. Document/specification review: the current and manufactured revision of drawings were reviewed: confidence cement reservoir & mixer kit. Confidence spinal cement system, 11cc kit with no needles. Confidence, mixing well. Confidence assembly, mixer handle. Complaint confirmed? Yes. Investigation conclusion: the complaint condition was confirmed for the confidence kit, no needles (p/n: 283913000, lot #: 294145). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There is a possibility the cement may have solidified prematurely due to how it was stored and other environmental factors that might have an impact on the cement¿s setting time. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the physician was unable to unscrew confidence mixing tool from the confidence cement cup after mixing the cement. The cement mixer was opened and replaced. There was a surgical delay of ten (10) minutes. There were no patient consequences. The procedure was successfully completed. This report is for one (1) confidence kit, no needles. This is report 1 of 1 for (B)(4).